Manufacturer narrative:
(B)(4). This event also includes device 21562000/ 00733132618767.

Event description:
On (B)(6) 2021, the patient was treated for an abdominal aortic aneurysm. The physician implanted a gore® excluder® iliac branch endoprosthesis and two gore® excluder® aaa endoprostheses. The patient tolerated the procedure. On (B)(6) 2022, the patient was seen for a followup exam. The patient reported new onset left leg pain and buttock claudication. It was determined that the issues were due to the left iliac limb being compressed due to a tight distal aorta. The physician implanted a covered stent on (B)(6) 2022. The patient tolerated the procedure.